Event description:
MFR rec'd a report of a pt becoming wedged between an invacare bed and a bedrail. This entrapment allegedly contributed to the pt's death. The bedrail was not an invacare device. The bed has not been made available for evaluation.